Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland. Name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set tape not sticking issue caused by sweating event on (B)(6) 2026.